Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
(B)(4).systolic anterior motion (sam) is typically due to redundant native leaflet tissue and may result in left ventricular outflow obstruction. In this case, it was reported that the avr may have caused or contributed to the patient's sam. Unfortunately, there is insufficient information available to confirm the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve was explanted, after being implanted for one (1) day. It was reported that there was severe mitral regurgitation with systolic anterior motion (sam) of the anterior leaflet with obstruction of the left ventricular outflow tract, which occurred after the aortic valve was implanted. The bioprosthetic aortic valve was implanted and was reported to be well seated and functioning well; however, there was worsened mitral insufficiency noted with a significant projection off the anterior leaflet into the outflow tract. However, hemodynamically this was not effecting the patient who was stable with minimal amounts of pressors. Notable events included the development of severe sam of the mitral valve leaflet with lvot obstruction along with moderate-to-severe mitral regurgitation after coming off cardiopulmonary bypass. The patient tolerated the procedure well and there were no complications throughout the procedure noted. The patient also underwent coronary artery bypass grafting x3 during the procedure. Transesophageal echocardiogram on pod #1 showed basically good seating of the prosthetic aortic valve, and severe mitral regurgitation with systolic anterior motion of the anterior leaflet with obstruction of the left ventricular outflow tract. Upon re-opening of the old sternotomy, significant amounts of blood clots pressing the heart were removed. Decision was made mitral valve replacement was needed. The anterior leaflet was hardly seen because of the exposure that was not adequate. It was attempted to bring mitral valve into incision, but it was very difficult because of the implanted aortic valve that made the visualization of the anterior leaflet almost impossible. Decision was made to explant the bioprosthetic aortic valve. A mvr and redo-avr were performed with edwards bioprosthetic valves. Transesophageal echocardiogram showed good seating and functionality out of the valves. The patient tolerated the procedure well. Patient was discharged on pod #8.